Event description:
The port was used. There was pain with the injection. The pt presented for evaluation the next day. The catheter was fractured, the port was removed, and the catheter was retrieved.